Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece was used without any issues. Post operative, the patient had a sudden deterioration and died due to post-operative bleeding. It is unknown at this time if the device caused or contributed to the patients death.